Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover cap is not staying attached. The round cap does not remain connected. The issue occurred during diagnostic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to correct d4-primary UDI number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.